Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead exhibited high, unmeasurable impedance at greater than 9999 ohms when in bipolar mode. The lead is still in use. No patient complications have been reported as a result of this event.